Event description:
The customer reported that when initiating therapy on a patient, the unit failed to autofill. The patient was switched to another unit and therapy was continued. No patient injury was reported.